Event description:
During a routine follow-up interrogation, the message "holter temporal not available. Ok" was displayed. When the ok button was pressed they were able to review the aida+ information but no date range was displayed at the top fo the aida+ screen. The arrhythmia and therapy history displayed, "no therapy has been delivered by the device since the implantation." But a vf episode was stored and the total number of shocks since beginning of life was listed as 2. The files from the programmer were sent to the manufacturer for review, the device remains implanted.

Event description:
During a routine follow-up interrogation, the message "holter temporal not available. Ok" was displayed. When the ok button was pressed they were able to review the aida+ information, but no date range was displayed at the top fo the aida+ screen. The arrhythmia and therapy history displayed, "no therapy has been delivered by the device since the implantation." But a vf episode was stored and the total number of shocks since beginning of life was listed as 2. The files from the programmer were sent to the manufacturer for review, the device remains implanted.

Manufacturer narrative:
(B)(4), 2012,a response from the manfacturer is pending. (B)(4): device remains implanted.

Manufacturer narrative:
(B)(4) 2012 - a response from the manufacturer is pending. (B)(4) 2012 - correction: serial number should be (B)(4) not (B)(4). Since the device remains implanted, the files from the programmer were reviewed. The files showed the message was displayed because the part of the holter memories (aida) was found disabled upon interrogation on (B)(6) 2012, due to incorrect memories reprogramming during a previous follow-up. The implant memories were properly programmed at the end of the follow-up on (B)(6) 2012, as observed in the files. The device can remain implanted without further action. Device remains implanted.